Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high and undefined rv and superior vena cava (svc) coil defibrillation impedances. It was noted the patient had a history of alert warnings due to high svc impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.